Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens peeling issue could not be determined, however, the issue was likely the result of wear due to repetitive use and user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found missing piece / chip / parts fell on probe unit. These conditions occur due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. In addition, the acoustic lens is peeled. Furthermore, the following additional issues were identified during inspection: suction cylinder has discoloration, due to damage on ultrasonic probe, the number of missing elements exceeds the standard value, due to peeling of acoustic lens, displayed ultrasound image is defective, acoustic lens is damaged, and due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope has image disturbance and stripes on the image. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: missing piece / chip / parts fell on probe unit and the acoustic lens is peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.